Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, after some ablation had been performed, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Remainder of procedure was aborted. Patient was transferred to the operating room for an unspecified procedure. Patient was reported to be in stable condition. It was noted that the adverse event was life-threatening. There is no information regarding extended hospitalization. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. No deflectable sheath was used. There is no further sheath information. Generator parameters at the time of injury included power control mode at 30 watts (not titrated). There is no information regarding other generator settings, overall ablation time, or last ablation cycle time at the site of injury, as the site of injury is unknown. Irrigated catheter flow was set at 30ml/min while ablating at 30 watts or greater. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.